Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, immediately after deployment the patient began to cough and retch and the capsule came back up. A repeat procedure was performed. No intervention was necessary to correct an injury. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The vacuum source used was a medela pump but it is unknown the vacuum pressure before the procedure and during placement. No lubricant was used to facilitate the capsule placement.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient's esophagus. One bravo ph capsule delivery device was not received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.